Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to low voltage consistent with exposing the device to electrocautery. The device was tested on the bench under nominal and field settings and the results indicate normal functionality.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an explant procedure. During the procedure, electrocautery was used, and the device went into backup vvi mode. The device was explanted and replaced. The patient was stable.